Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for device being in back up vvi status. The device was reprogrammed. Patient monitoring will continue.